Manufacturer narrative:
On (B)(6) 2019, mentor became aware that date of implantation mistakenly not reported which is (B)(6) 2008. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
Medwatch number: mw5089134. It was reported that a (B)(6) hispanic female patient underwent a breast reconstruction revision with mentor memorygel, 600cc silicone breast implants which the right side ruptured after implantation. As a result patient underwent removal and replacement with non mentor device on (B)(6) 2019.